Event description:
Patient reported the menu button on the pump has not responded consistently for the past 2 months. Patient stated he has to press several times to get it to respond; the issue is intermittent. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.